Event description:
Pt reports of an adverse event after being treated with pre-packaged avastin (bevacizumab) for macular degeneration. After receiving a dose, the pt states she noticed floater in her left eye. The pt believes the medication-filed syringe is what caused the symptom, rather than the medication itself. She returned to her ophthalmologist, where she had an ultrasound done and found there was in fact an oil bubble in her left eye. The doctor also found supporting research on other pts with similar symptoms. The pt later found the floater had separated, leading her to believe metal debris from the syringe is also in her eye. She reports this is an ongoing treatment.